Event description:
It was reported user error occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman access system (was) and watchman flx laa closure device & delivery system (wds) were selected for use. The wds was advanced and deployed into the laa. The physician started to release the closure device, and when he thought the device was released, the physician tried pulling the system to the right side. It was then noted that the physician had not fully released the closure device all the way, and the device was pulled back to the ostium. The physician gave another turn of the handle, and the device released but, the closure device was pulled out of its position. The closure device was sitting in the appendage and stable, but there was a portion of it sitting more proximal. The patient was kept overnight for monitoring. A computed tomography (CT) scan was completed and the physician noted that a portion of the closure device was sitting more proximal in the appendage but felt that it was stable and decided it remain implanted. There were no patient complications or symptoms reported, and the patient was discharged.